Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a completely blank screen. The customer's blood glucose level was 150 mg/dl at the time of the incident. The customer mentioned that they got a notification that the battery was dead, they tried changing the battery couple of times; but it did not work and the insulin pump turned very hot. The customer stated that it happened twice already. The device will be returned for analysis.